Event description:
During bronchoscopy tissue was being retrieved for patholgy. After tissue grasped with forceps, the forceps broke off. Damaged forcep was retrieved using a second forcep without difficulty.